Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
Additional information received from the customer reported the examination completed was a bronchoscopy with propofol sedation of the patient. During the examination, only viscous secretion was aspirated. During reprocessing of the device after the procedure, the channel was found not be continuous.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the biopsy channel leaked, the distal end cover was burned and cracked, the bending section cover adhesive was separated, the connecting tube was dented, the up/down plate was discolored, the control unit mount was damaged, the control unit knob was damaged/broken, the universal cord was twisted/scratched, the connector plug was cracked, the scope connector cover was damaged, angulation of the control unit was reduced, the control unit had play, and the switch box unit was scratched and discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the working channel of the evis exera iii bronchovideoscope was not passible and instruments could not be pushed through. The issue occurred during a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and foreign material stuck inside the mount. The report is being submitted due to foreign material in the mount found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, nor could the cause of the material remaining in the k-mount be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. An addition reportable finding of plastic distal end cover melted or burned around the instrument channel outlet at the distal end. Based on the results of the investigation, the probable cause of the reported event is due to the use of high-energy hand instruments (laser/high-frequency/et cetera (etc.)) Without ensuring sufficient distance from the distal end (handling problem). However, the root cause of the reported event is unable to be determined. The suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in instructions for use (IFU). Olympus will continue to monitor field performance for this device.